Event description:
It was reported that caller previously experienced an issue where drops of insulin were not seen at end of tubing during fill tubing step of load sequence, and caller later learned that air had not been removed from cartridge as required. There was no adverse impact to the customer¿s blood glucose level. Caller resolved issue by changing infusion set and cartridge, and technical support provided education on properly removing air from cartridge before filling, which caller acknowledged and understood; no additional information was received regarding further outcomes.